Event description:
It was reported that post-op a lap adjustable band procedure, the device had been implanted for approximately one year. The patient lost restriction, so they tried to replace the port about one month ago, and the patient still did not have any restriction. The patient then underwent another procedure to replace the band. The patient is fine.

Manufacturer narrative:
Date sent: 9/16/2009. Evaluation summary: a band/balloon with 36cm of catheter was returned for investigation. Per visual inspection, it was observed that the balloon was torn on one side. The tear is 6mm in length and localized at 5.1cm of the catheter connection caused certainly by a sharp instrument or suture. It was also observed that the lock-end flap was torn. A blue color was observed inside of the balloon and catheter. No fold lines were observed on the band. A leak test was performed on the balloon with an unsuccessful result. The leak that occurred on the balloon was at the site of the aforementioned tear. While it was not possible to draw a definitive conclusion regarding the root cause of the reported event it is noted that balloon leakage is a recognized event associated with gastric banding and the realize gastric band. Its causes and consequences are identified in the product's instructions for use (IFU) and reviewed in the evaluation section of this report. A device history record was performed and no discrepancies were identified.